Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 75% stenosed, 24x2.25mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2.25x24mm promus element ¿ drug eluting stent was advanced to treat the lesion but the stent shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal edge of the crimped stent were damaged and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. Hypotube kinks are consistent with excessive force being applied to the delivery system during a procedure. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 75% stenosed, 24x2.25mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2.25x24mm promus element ¿ drug eluting stent was advanced to treat the lesion but the stent shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.